Event description:
It was reported that "during inspection and labelling, we found the catheters bent inside the box". The associated emdr report numbers are 3006425876-2025-00030.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows two, unopened sac kits with signs of folds and creases. The guide wires within the protective guard appear kinked. The customer also returned one, unopened sac kit for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed the guide wire and protective tubing was kinked within the packaging. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had a kink which aligned with the kink on the guide wire. It was noted the catheter in one kit was also kinked due to the kink to the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and confirmed the distal and proximal welds were secure and intact. The kink on the guide wire measured 264 mm from the distal tip. The guide wire lengths measured 351 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.519 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Kinking was observed on the guide wire body which aligned with kinking on the protective tubing. The packaging had signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during inspection and labelling, we found the catheters bent inside the box". The associated emdr report numbers are 3006425876-2025-00030.

Manufacturer narrative:
(B)(4).